Manufacturer narrative:
The following fields have been updated with additional information: b5, h6 and h 11. A review of the complaint history for serial number (B)(6) was conducted in salesforce. This review did not reveal any similar complaints associated with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was conducted from its manufacture date of 09 september 2013 to 18 april 2025. This review confirmed that the device has not been returned for servicing and that there was no production failures associated with it that would correlate with the customer-reported issue. The reported issue, involving the failure to detect drawers 3.1 and 3.2 on the bus, was confirmed by the bd field service engineer during the site visit and the inspection process at the dchu investigation lab. Based on the field service engineer (fse) notes on work order (wo) 1788452, drawers 3.1 and 3.2 were not appearing in the storage space configuration. An initial inspection found that the lights on the cards appeared to be normal. However, further investigation, which involved removing the back cover, revealed a broken retractor band and scorch marks on the pyxis module controller board. The fse determined that the broken retractor band struck the pyxis module controller board, resulting in a thermal event. The fse replaced both the retractor band and the pyxis module controller board to resolve the issue. The inspection process performed on the pyxis module controller board found evidence of a thermal damage on the u302 microchip and the c502 capacitor. Laboratory testing was not performed by installing the pyxis module controller board into a medstation es in the dchu lab due to the board¿s condition. The device was in use for treatment purposes per 21 cfr 820.198(d).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device drawers 3.1 and 3.2 were not detected on the bus. Upon further bd part analysis, it was determined that the broken retractor band struck the pyxis module controller board, resulting in a thermal event. Therefore, based on the investigation findings, this case has been deemed to reportable as a thermal event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 3.1 and 3.2 were not detected on the bus due to the faulty pyxisbus controller card and broken retractor band. A field service engineer found broken retractor band and noticed scorch marks on the pyxibus controller card. Further, the engineer replaced the pyxisbus controller card and broken retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system encountered an issue where the drawers 3.1 and 3.2 were not detected on the bus and failed to open, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.